Event description:
During a surgical procedure using the mazor x system at (B)(6) medical center (B)(6) on (B)(6) 2018, several issues were reported which cumulatively resulted in a prolongation of surgery by over an hour: "3define" failure: due to inability to scan the anatomy, default work volume was used. That in turn resulted in lowering each trajectory (17), and adjusting the 3d marker during acquisition. The dual clamp breakage followed by use of disposable clamp + clamp link. Following that multiple trajectories were unreachable, and many planning adjustments were needed. Registration difficulties in low and high thoracic regions. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.